Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that during deployment of the stent (subject device) the delivery wire of the stent was fractured. Surgical removal was attempted but the fragments of fractured pieces remained within the patient's body and the patient is in coma.

Event description:
It was reported that during deployment of the stent (subject device) the delivery wire of the stent was fractured. Surgical removal was attempted but the fragments of fractured pieces remained within the patient's body and the patient is in coma.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information provided by the customer indicated that the device was prepared as per the dfu. It was reported that 'outer package not in perfect shape (box compressed, ink smeared)'. The device was confirmed to be in good condition once it had been removed from the box. The tortuosity of the patient's distal anatomy was described as 'high'. It was reported that 'during procedure the microcatheter and stent delivery wire fractured inside the patient during stent deployment. The proximal pieces were removed. Procedure was stopped; patient was kept on dual anti platelets. Surgical removal was attempted but the fragments of fractured pieces remained in patient's body, the patient is in coma'. In the follow-up good faith effort replies it is reported that no resistance was encountered during advancement of the stent within the catheter. However, there was resistance noted during stent deployment and the stent was reported to be 'stuck/jammed'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.